Event description:
Related manufacturer reference number : 2017865-2022-01244. It was reported the asymptomatic patient presented remotely via merlin.net. Upon review of the transmission, it was observed the left ventricular lead exhibited a low pacing impedance measurement. During subsequent follow up in clinic, it was discovered that both the right atrial (ra) and left ventricular (lv) leads were dislodged which resulted in intermittent capture. Additionally, it was noted the ra lead exhibited over-sensed noise that led to episodes of inappropriate automatic mode switch (ams). Inappropriate capture of the left atrium by the lv lead was also noted. Programming interventions were made. The patient was stable.

Event description:
New information noted the left ventricular lead was capped on (B)(6) 2023. The patient was discharged from the hospital after the procedure.